Event description:
On 11/29/2024, a distributor reported via (B)(4) that an ar-3638 knotless fibertak¿ had the 1.8mm fibertaks not fit down their guides. The surgeon had to move the anchor placement slightly and was able to complete the procedure without adverse effects on the patient. It was stated that they received some labeled as ar-3638 but seem to be more like ar-3636 knotless 1.8 fibertak® soft anchor. This was discovered during a procedure, with no reported patient harm. Additional information was received on 12/04/2024: this was discovered during a bankart repair procedure on (B)(6) 2024. The case was delayed a couple of minutes to figure out what was wrong and switch to another anchor.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely reason for the reported failure is user error, specifically using an incompatible drill guide (ar-2948ct) with a newer ar-3638 at revision 19. According to the product description: "only compatible with fibertak disposable kits ar-3638ds or ar-3638dc and reusable drill guides with references ar-3610#" the complaint allegation that the ar-3638 does not fit the ar-2948ct cannulated shaft was confirmed based on the customer¿s attached pictures, which show an ar-3638 being introduced but not passing through the cannula of the ar-2948ct curved spear, fibertak, because its diameter is smaller than the inserter handle diameter. The allegation that ¿they received some labeled as ar-3638, but they seem to be more like ar-3636 knotless 1.8 fibertak® soft anchors¿ was not confirmed, as the received device is indeed the correct one. However, the ar-2948ct curved spear, fibertak, is not compatible with the ar-3638.